Event description:
A report was received that the patient was experiencing pain at the pocket site and the ipg was flipping in the pocket. The patient underwent an explant re-implant procedure wherein the two ipg's were explanted and a new ipg was implanted. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the pocket site and the ipg was flipping in the pocket. The patient underwent an explant re-implant procedure wherein the two ipg's were explanted and a new ipg was implanted. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 sn: (B)(4): device evaluation indicated that the both ipgs passed visual, electrical and performance tests performed. The root cause of the patient¿s pocket pain was not verified. Current leakage tests and residual gas analyses verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Sterilization records did not find any anomalies or deviations that potentially relate to the reported event. The ipgs passed all the required tests and revealed no anomalies.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).